Manufacturer narrative:
Patient was to be revised due to an unknown reason. (B)(4).

Event description:
It has been reported that following a knee arthroplasty, the patient was being considered for a revision procedure due to an unknown reason. The patient was not cleared for the surgery, therefore, the revision never occurred.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part and lot number of the device involved in the incident is unknown. Device history records review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.